Event description:
It was reported the mlc was placed in 2006. After the 5th day in use, the catheter migrated outside of the pt's body. It was noted that the catheter became separated from the box clamp. Add'l info has been requested. No pt complications were reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.